Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that insulin was leaking past the o-rings, and the customer could smell insulin in the reservoir compartment. No further info was provided. It was reported that the customer was hospitalized due to low blood glucose of 32 mg/dl, and he was treated with food and glucose tablets. The customer experienced low glucose for four days. Troubleshooting was performed. The programming, time, and date were correct. Instructed the caller to contact his dr regarding the low glucose level. Advised the spouse to call back if problem persists. No further info was provided.